Manufacturer narrative:
On 11/20/2015: cts followed up and the customer reported that their issue was resolved after changing out the cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
Lot number m015535.